Event description:
It was reported that no osseointegration was achieved after placement of pepgen p-15 putty bone grafting material. As a result, the pt was referred to a periodontist for further treatment and it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.